Event description:
Boston scientific received information that this implantable pacemaker reached end of life (eol) earlier than expected. It was reported that during last device check about a year ago, the device battery was at 2 years and magnet rate was at 90. The patient was only paced 50%, hence, the patient was not pacer dependent. Boston scientific technical services (ts) suggested for the device to be explanted and to be returned for analysis to determine why the magnet rate is not aligning with device battery status. There was no additional information received that would confirm that the device was already explanted and analyzed. To date, the device still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared earlier than previously estimated.

Event description:
Additional information indicated that this implantable pacemaker was already explanted and was returned for analysis.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
(B)(4). There was no indication that a surgical intervention was done. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.